Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had software error alarm and insulin flow block alarm. The blood glucose was 200 mg/dl. The customer reported that they tried to rewind the insulin pump however got the insulin flow block alarm. The troubleshooting was performed and was insulin did not exit. The customer was advised to remain disconnect and was advised to remove the reservoir from the pump and rewind. The device will not be returned for the analysis.